Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an initial implant procedure, it was observed that there was blood inside the external insulation of the right atrial lead. The physician suspected that this was either due to insulation damage prior to the procedure or during the procedure. The lead was explanted and replaced. No adverse patient consequences were reported.